Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that six years, nine months and eleven days post a port placement, the patient allegedly developed with bacterial infection and bacteremia. It was further reported that the port was allegedly non-functioning. Furthermore, the patient was diagnosed with acute sepsis. Reportedly, the infected port was removed, and new port was implanted. However, the current status of the patient is unknown.

Event description:
It was reported through the litigation process that six years, nine months and eleven days post a port placement, the patient allegedly developed with bacterial infection and bacteremia. It was further reported that the port was allegedly non-functioning. Furthermore, the patient was diagnosed with acute sepsis. Reportedly, the infected port was removed, and new port was implanted. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Medical records was reviewed. The review shows the port was implanted to a patient on (B)(6) 2015. Approximately after six years and nine months the patient was to emergency room for fever, flank pain. It was also reported that pain in the abdominal pain originated from the back and radiating through the abdomen. Patient was also diagnosed with acute pyelonephritis, acute pneumonia, acute sepsis and acute hypomagnesemia. After three days the patient went underwent of port removal for reason of non-functioning and bacteremia. The removal was carried by making an insertion over their elliptical rate issue on the port. The port was circumferential cleared and remove and the pressure was held at neck. Due to the opposite placement of the numbers, it was unclear if the entire port was removed. The wound was then copiously irrigated an haemostasis insured. The wound was then closed by sutures. The tip of the port was sent for culture. Approximately one month later the patient been for port implant for vascular access the implantation was carried out by ultrasound guidance and the small insertion was made vidya port sheet and dilator introduced via fluoroscopic the catheter then advanced to the junction of superior vena cava and write atrium. Linear insertion was then made over the previous chest wall insertion the catheter was then tunnelled through the subcutaneous port tissue and placed in the port packet and it's a catheter was it sized. Within the same day and its stay of justice was performed and confirm that the port with the tip overlaying the superior vena cava. Approximately one year later the patient was admitted to the emergency room with the complaints of port pain. The pain become worse when it was accessed. It was further notice that the patient was diagnosed with leukocytosis and urinary tract infection however the patient condition was stable and discharged to home. On the very next day the blood culture report shows gram positive cocci in culture and the final report was dated after 4 days it was further confirmed that the cocci to be staphylococcus epidermis. The next day the patient was presented in the emergency room with the complaint of body aches and recently positive blood culture. The patient suffered from chronic malaise, fatigue, myalgias. She was diagnosed with acute positive blood culture, acute malnutrition and acute dehydration. However the patient was seen by infectious disease team and discuss patient history. The patient had multiple organism isolated by the culture and pcr testing further the patient underwent successful removal of right chest port for bactermia. The removal procedure underwent like an instruction was made over the previous insertion site for the port reservoir using a blunt dissection the reservoir was delivered it's externally and the catheter leading to the jugular vein was removed. The port reservoir package demonstrated no signs of local inflammation are purulence. Further the explanted catheter was sent to culture. Approximately 2 days later the blood culture shows negative for east and udal stop the vancomycin and unasyn. And lastly the patient was discharged from the hospital. After 4 days later blood culture and tip culture of catheter show no growth. Therefore, the investigation is inconclusive as no objective evidence for the the reported flushing difficulty and suction issue within the port in the submitted medical record review. Additionally, it can be confirmed that the patient experienced bacterial infection, bactermia and acute sepsis. However, the relationship to the port is unknown. Furthermore, the clinical condition alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. Medical records were not provided. Therefore, the investigation is inconclusive for the reported adverse event as no objective evidence was provided for review. Furthermore, clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through litigation process that sometime post a port placement, the patient allegedly developed infection. However, the current status of the patient is unknown.